Event description:
It was reported that a rapid decrease in battery longevity was observed. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
New information received states that the device was explanted due to the premature battery depletion previously reported. There were no adverse consequences to the patient prior, during and post procedure.